Event description:
In out bypass temperature to high. The problem was corrected by the bio-medical department. Recalibrated the acid and bicard concentration pump flow, equalized conductivity and dialysate pressure. Operation check okay.